Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that when the unit was connected during a case, the suction on the unit did not work. The doctor shut the unit off and requested a new unit. The case was delayed for 10 mins while a new unit was retrieved. It was further reported that there were no adverse consequences.